Manufacturer narrative:
Patients weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017 the patients lvad system experienced 3 low voltage alarms and then the no external power alarm at 0707 and 0708. During review of the submitted log file by a representative of the manufacturer's technical services team, odd strings of intermittent low voltages were observed when the :vad system was connected to the mobile power unit (mpu) on (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017, and when connected to battery power on (B)(6) 2017. The representative also confirmed the 3 no external power events, observed on (B)(6) 2017, however, the system controller backup battery (ebb) was operational at the time. There were no other unusual events noted within the log file and the pump appeared to be maintaining pump parameters as intended.

Manufacturer narrative:
No product was returned for evaluation. The report of low voltage and no external power alarms were confirmed based on the evaluation of the submitted system controller log file; however, the specific cause of the low voltage alarms were unable to be conclusively determined. The log file captured intermittent odd strings of low voltages when the vad system was connected to a mobile power unit (mpu) on (B)(6) 2017 and battery power on (B)(6) 2017. Also, confirmed 3 no external power events observed on (B)(6) 2017, however, the system controller backup battery (ebb) was operational. Per additional information provided, the no external power alarm occurred when the patient accidentally pulled the mpu power cord from the wall outlet. There were no other unusual events reported within the log file and the pump appeared to be maintaining pump parameters as intended. The mpu serial number was not provided; therefore, no device history records were reviewed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided on 27nov2017 stated that the patient denied improper connection between the system controllers power cables and the mpu power cables (black to white, white to black). In reference to the no external power alarms, the patient admitted to accidentally pulling the mpu power cord from the wall outlet. The patient has the locking ac cable for the mpu, which maintained connection to the mpu. The battery and battery clip contacts were checked and reported to be clean and without damage.